Manufacturer narrative:
Follow-up #1: date of submission 12 oct 2017 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/11/2017 with the following findings: review of the black box data revealed loss of prime warnings associated with low non-zero force on (B)(4)2017. The last basal dose was recorded as (B)(4)2017. On investigation, the pump powered on normally and ez-prime steps were successfully completed. The pump was exercised for 24 hours without any loss of prime warning occurring. The force sensor was evaluated and found to be within required specifications. The total daily dose amounts added up to correctly reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately, within range and without malfunction.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 20 mmol/l and associated symptoms of moderate urinary ketones. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the pump experienced an issue with loss of prime occurring two or more times. Troubleshooting performed by animas customer support showed that review of the alarm and prime histories did not reveal any associated alarms leading to the alleged loss of prime alarms. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a loss of prime issue.